Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The patient details were not provided, therefore, no information was captured. The model # was not provided. This event is related to MDR # 1810909-2020-00619.

Event description:
An advocate from (B)(6) reported that they performed blood glucose testing for their child (pediatric use) with the contour next link 2.4 meter and obtained readings of 1.1 mmol/l and 28 mmol/l. The child did not present any symptoms of hypoglycemia. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.